Event description:
The following information was provided: based on medical records, postop right tka progress notes on (B)(6) 2015, the patient stated "she started having lateral knee pain on the right knee. Assessment: scar tissue over the right knee. Plan: we asked her to massage it or do hot tub, whirlpool, bathing, or a heating pad in order to break up the scar. We also discussed that if it does not get better, we may try to do a course of injections in order to decrease the amount of scar. Surgical options would be for arthroscopic debridement."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5516f502; triathlon p/a ps beaded #5r; lot# unknown, cat# 5536b500; tritanium bplate triathlon s5lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records associated with pi by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had the primary total knee arthroplasty since I was able to review the operation report. I can also confirm that the patient underwent a revision procedure by another surgeon using competitor implants also since I was able to review the revision operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of global instability of a total knee arthroplasty nine years after implantation are multifactorial. These include the initial surgical technique regarding ligament balance, and restoration of alignment, position and kinematics of the knee. Patient factors also contribute, including lifestyle, activity level, and bmi. Although instability can be a result of polyethylene wear, with the information provided there is no evidence of this. Therefore, I would not assign any causality to the implant itself. " device history review: could not be performed as lot code information was unknown. Complaint history review: could not be performed as lot code information was unknown. Conclusion: 'based on medical records in pi, postop right tka progress notes on (B)(6) 2015, the patient stated "she started having lateral knee pain on the right knee. [...] Assessment : [...] Scar tissue over the right knee. Plan: [...] We asked her to massage it or do hot tub, whirlpool, bathing, or a heating pad in order to break up the scar. We also discussed that if it does not get better, we may try to do a course of injections in order to decrease the amount of scar. Surgical options would be for arthroscopic debridement." The exact cause of the event could not be determined because insufficient information was provided. If further information becomes available or the product is returned, this investigation will be re-opened.